Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. Electrical and visual inspection did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with a dislodged right atrial lead. An x-ray was performed on (B)(6) 2021, which confirmed the lead dislodgement. The lead was explanted and replaced without further consequences. The patient was stable throughout.